Event description:
It was reported that the patient was having lead migration. X-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein leads were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7072713.